Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the controller was exchanged to ensure it proper function because patient had dropped it recently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller con092732 was not returned for evaluation. Review of log files could not be conducted since log files covering the event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.